Manufacturer narrative:
A steris service technician inspected the hexavue custom room rack following the reported event and was able to duplicate the reported event as no image was populating on the touch panel. Following the technician's troubleshooting, he found that the dvi fiber connection cable to the touch panel required replacement. The dvi fiber connection cable transmits digital video signals over long distances. The technician replaced the dvi fiber connection cable, tested the function and operation of the hexavue custom room rack, confirmed it to be operating to specification and returned the device to service. No additional issues have been reported.

Event description:
The user facility reported that during a patient procedure the touch panel to their hexavue custom room rack had no image. The procedure was completed successfully following a short delay. No report of injury.